Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post operative check, the patient's right atrial (ra) lead had dislodged. The patient underwent surgery to re-position the lead and it remains in use. No patient complications have been reported as a result of this event.